Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the basal history did not match the active basal program. It was reported that the user experienced a blood glucose reading that was greater than 250 mg/dl, but less than 500 mg/dl, with a trace level of ketones. The alleged blood glucose excursion does not meet animas' criteria for a serious injury, and is therefore not reportable as an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/07/2017 with the following findings: a review of the pump¿s last black box data shows an unexplained loss of prime followed by a pump reboot on (B)(6) 2017 at 22:35. The pump was powered back on (B)(6) 2017 at 17:40; deliveries never resumed. The pump history showed a temp basal program being run from (B)(6) 2017- 21:26 to (B)(6) 2017- 01:20 and from (B)(6) 2017- 07:53 to 09:02; from (B)(6) 2017 13:53 to 17:56; from (B)(6) 2017 18:59 to 22:32. During investigation, the pump was exercised for 24 hours with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and total daily dose showed 24.0u. No errors or warnings occurred during the investigation. The complaint of a history settings issue was unable to be duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.